Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the unspecified injuries experienced by the patient. At this time, the details of the patient's injuries and cause(s) are unknown. In addition, the following information is unknown: patient name/age/gender/weight, site name, surgeon name, procedure type, procedure date, and instrument part and lot 's. This complaint is being reported due to the following conclusion: a surgeon claimed that a patient sustained unspecified injuries as a result of encountering unspecified issues with an endowrist vessel sealer instrument. However, the type and severity of the injuries is unknown. Also, the cause of the injuries is unknown.

Event description:
It was reported that during a da vinci surgical procedure, the surgeon encountered unspecified issues with an endowrist vessel sealer instrument resulting with the surgeon having to swap out the instrument in the midst of the procedure. The surgeon claimed that the patient sustained unspecified injuries as a result of the endowrist vessel sealer instrument. However, the initial reporter, believes the patient's injuries may have been attributed to user-error due to the surgeon possibly failing to select the appropriate type of tissue or the amount of tissue used with the endowrist vessel sealer instrument. The initial reporter was unwilling to provide any additional information regarding the reported event.